Event description:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient's transfer from commode to bed, while turning lift towards bed, left shoulder clip detached from the lift spreader bar. Resident fell of the sling and hit the head on the foot box of the wheelchair and then the floor. As the consequence of the event patient sustained fracture to the right hip, pain in right knee, bruises and cuts in groin area.